Event description:
Plaintiff alleges being diagnosed with severe latex allergy. She alleges that as a result of this allergy, she sustained severe and permanent injuries, has endured pain and suffering, disability and disfigurement, loss of a normal life, loss of the ability to enjoy life, and incurred medical expenses and loss of earnings, all of which are permanent.